Manufacturer narrative:
Correction statement was provided in h.6., and h.11. Upon further review of available information ¿leading haptic sticking out and plunger was off to the side¿ with no patient contact. The event which is understood as being associated with priming the device and is considered prior to use. Based on this information this event no longer meets reporting criteria per applicable regulation, because there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the preload device had its leading haptic sticking out when they started ejecting it and also noticed the plunger was off to the side. There was no patient contact. Additional information has been requested.